Manufacturer narrative:
Updated fields - e1(event site postal code - (B)(6), event site state - (B)(6)). A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The machine was working ok. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.

Event description:
It was reported that during routine checkup , the cs100 intra-aortic balloon pump (iabp) unit was showing autofill failure error. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.